Event description:
Customer reported a button error alarm. Customer's blood glucose was unknown. Customer stated the battery was changed but the anomaly persists. Troubleshooting also found the insulin pump was not dropped or bumped. The insulin pump was returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces also, unable to perform the displacement test due to no button response. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.